Manufacturer narrative:
This supplemental report is being submitted to provide the correction and the results of the final investigation. Updated fields: h4, h6, h11 corrected field: h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center presented multiple image failures, all monitors fail one after the other and remain black. The issue occurred during an unspecified procedure. There were no reports of patient harm.